Event description:
A malfunction alarm with code "malf 9" was reported, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to reach out if the issue reoccurs, which they acknowledged and understood.